Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for charge time limit reached. The alert was triggered during a regular capacitor maintenance. When tested in clinic, charge time was normal. Device remains implanted and the patient will be monitored remotely.